Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15/apr/2017. Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, and brown particles. Leak test was performed and identified an opening on anterior. A microscopic analysis was performed which identified a smooth crease opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on anterior due to an fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported capsular contracture, baker grade unknown. Device has been explanted.